Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that after opening packaging it was discovered that the product was damaged with an bd insyte¿-w winged yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from chinese to english: on october 9th, the nurse left the indwelling needle for the child, opened the outer packaging of the indwelling needle, and found that the inner core of the indwelling needle was broken and turned out. Replace the indwelling needle immediately and leave no damage to the patient.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after opening packaging it was discovered that the product was damaged with an bd insyte¿-w winged yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from (B)(6) to english: on october 9th, the nurse left the indwelling needle for the child, opened the outer packaging of the indwelling needle, and found that the inner core of the indwelling needle was broken and turned out. Replace the indwelling needle immediately and leave no damage to the patient.